Event description:
It was reported that the patient underwent a lateral lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2010 the patient underwent: right l5-s1 hemilaminectomy and total facetectomy for decompression of exiting and traversing nerve roots. L5-s1 minimally invasive transforaminal lumbar interbody fusion. Open reduction of lumbar fracture. Pedicle screw instrumentation at l5-s1 using pedicle screw system. Placement of intervertebral biomechanical device. Use of local autograft. O-arm image-guided navigation. Use of the operating room microscope for micro-dissection technique. Preoperative diagnosis: l5-s1 spondylolisthesis. Per-op notes: "once the space had been opened up, copious antibiotic irrigation was used. A ball hook was passed inferiorly along the s1 nerve root and out the foramen along the l5 nerve root, and the nerves now appear to be free. Copious antibiotic irrigation was used. A small bmp was taken, it was put on a small allograft putty, cut into strips, and passed down into the disc space to the contralateral side. A small strip was put into intervertebral biomechanical device."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.